Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had low battery alert, customer changed the battery, insulin pump gave humming noise and went blank. Customer¿s blood glucose was 146 mg/dl. Customer stated that insulin pump had high pitch constant tone and display did not returned after troubleshooting. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.